Manufacturer narrative:
An investigation is in process for this pump.

Event description:
This pump was received with paperwork stating "shuts itself on and off". It is not known if this occurred while infusing on a pt. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested, but none was provided.